Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced a low blood glucose value of 30 mg/dl at the time of incident. Customer¿s current blood glucose level was 107 mg/dl. Customer did not experiences any symptoms related to the low blood glucose. Customer alleges that the insulin pump was over delivering. The customer was treated with glucose. Insulin pump will be returned for analysis and reservoir will also returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08695 inches.

Manufacturer narrative:
The supplemental report did not include the aware date. The aware date is (B)(4) 2019.